Event description:
During a surgical laparoscopy procedure it was reported by the or staff that upon insertion of the 5 mm trocar, the safety shield did not snap down immediately upon entering the peritoneum. This resulted in excessive bleeding which necessitated an open laparotomy procedure for better evaluation and control of bleeding. The pt had an uneventful post-op course and was discharged to home. The surgeon noted that there was no resistance with the placement of the 5 mm trocar.